Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the customer had a cleo 90 infusion set cannula teflon tip remain in-situ. This event was observed during a site change. Blood glucose levels rose to approximately 25mmol/l (converted to 450.455mg/dl). Customer went to the hospital emergency department three days later for an ultrasound to confirm cannula was in-situ and had doctor remove the cannula with tweezers without the use of an anesthetic. No permanent injury reported.